Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as the lens was not implanted/used. If explanted, give date: not applicable, as the lens was not implanted/used. Initial reporter phone number: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there was a translation error on the box/carton of a zcb00 22.5 diopter intraocular lens (iol). The box/carton was labeled as a diffractive multifocal iol, however, the product is a monofocal lens. No additional information was provided.